Event description:
It was reported that the pump shut off unexpectedly. No adverse impact to the customer's blood glucose level was noted. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.